Event description:
Caller reported a malfunction on pump with a specific malfunction code. No notable events occurred prior to the malfunction, and customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the caller with resetting pump, and the malfunction code did not recur after the reset. Customer was informed to continue using the pump and to call back if the malfunction code reappears.